Manufacturer narrative:
The investigation determined the issue was the sample quality of the affected sample. The root cause was identified as poor sample quality.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received erroneous roche elecsys troponin t stat (tnt) results for a patient sample on the cobas 6000 e 601 module. The initial tnt result was 120.6 pg/ml with a repeat result of 6.16 pg/ml on the e 601 module. The sample was repeated on a cobas e 411 immunoassay analyzer with results of 5.01 pg/ml and 4.75 pg/ml. The erroneous results were not reported outside of the laboratory and there was no allegation of an adverse event. The tnt reagent lot number was 24518000. The expiration date was requested but not provided. There was gel observed smeared on the sides of the tube and sample integrity was questionable. The investigation suspected the cause was carryover causing high results. The analyzer performance testing showed increased carryover values. The affected tubing was replaced and the analyzer was within specification. An issue with sample quality such as contamination was determined to be the root cause.